Event description:
It was reported to philips that the device gave a shock equipment malfunction message. The customer replaced the therapy cable and test load and the issue remains. There was no reported patient involvement/adverse patient impact.